Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; g3; g6; h1; h2; h3; h4; h6 visual examination of the returned product identified the tip of the cutting feature is fractured and missing. Material hardness is conforming to print specifications. Surface damage (wear & tear) is seen on the shaft that indicates repeated use. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. A contributing condition to the event was the mention of the bone being exceptionally hard, however, that was unable to be confirmed with medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the instrument fractured while reaming the patient's bone. There was no report of a foreign body retained or harm to patient. It was noted that the patient's bone was exceptionally hard.